Event description:
Consumer reported while injecting, the needle clogs. Informed caller to complete a flow check with each injection. Consumer reported found 6 pen needles from this box when you remove the tear tab on non patient end, it leaves a plastic film over the non patient end. Caller tried to attach to pen with this film over the non patient end. Dc lot # 3262724, catalog# 320550, date of event unknown. Sample status awaiting sample unused from this box. Discarded ones used. Dc

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: b4.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.